Manufacturer narrative:
The device manufacture date is not known. Alleged failure: coating peeling off handle confirmed failure: coating peeling off handle. Probable root cause: poor autoclave reliability. Incorrect sterilization/reprocessing procedure. Handling procedures. Contact forces. Product used beyond defined useful life. (B)(4).

Event description:
It was reported that the insulation had been compromised.